Manufacturer narrative:
The device arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 47 first prime pulses, deactivating before the start of second prime. No damages or deficiencies were observed. As the pod had never deployed, it is not possible for the cannula to have dislodged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was 300 mg/dl. The pod was worn between 1 and 4 hours on the leg. It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod.